Event description:
"The trocar broke during the introduction of the lever retractor in several pieces. Today no immediate consequence but they are uncertain that all broken pieces have been removed from abdomen."

Manufacturer narrative:
Product anticipated to return follow-up will be provided upon completion of investigation.